Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) charger was not working. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. It was stated to a getinge field service engineer (fse) over the phone that the unit was not inserted all the way into the cart, after inserting the unit into the cart correctly the unit started to charge the batteries. The equipment passed all functional testing and was cleared for clinical use.

Event description:
N/a.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) charger was not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.